Event description:
Exact date of event unk ((B)(6)2010). AED deployed and shock delivered. Subject was not resuscitated. (B)(4).

Manufacturer narrative:
Reporter noted that he destroyed device. This report is being filed based on anecdotal information from the reporter. Information was provided when reported was contracted in conjunction with unrelated remedial action (B)(4). Conclusions: this report is being filed as there is insufficient information to determine association/lack of associated of device with event outcome.